Event description:
It was reported that right atrial (ra) lead was dislodged and confirmed under x-ray. Sensing on the atrial lead dropped and pacing from this lead caused ventricular capture. The lead was repositioning. The patient is in stable condition and will continue to be monitored.